Manufacturer narrative:
Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer swam thinking pump is waterproof. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.